Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part # 319.006, supplier lot # ft00086. Release to warehouse date: 19-aug-2016. Expiration date: na. Supplier: (B)(4). No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service & repair evaluation/review was attempted; no service history review can be performed as part number 319.006 with lot number ft00086 is a lot/batch controlled item. The manufacture date of this item is 19-aug-2016. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that five devices were discovered in sterile processing department with tip bent or other issues. The depth gauge for 2.0mm and 2.4mm screws is broken and missing the hook. The cruciform screwdriver and screw capture (holding sleeve) are sticking/stuck and no longer functional. The inter-lock screwdriver t25/3.5mm hex/330mm screwdriver tip is bent and no longer holding screws. The small hexagonal screwdriver shaft tip is bent. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. Depth gauge needle component had broken off and was not returned with the complaint. The exact cause of the complaint condition cannot be determined but the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport; and the outer body adds additional protection to the needle attachment point during storage. No product design issues or discrepancies were observed. Replication of the complaint conditions are not applicable as the complaints were able to be visually confirmed. Relevant drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service evaluation was performed on the subject device. The customer reported the tip was broken and missing the hook. The repair technician reported the tip broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.